Event description:
It was reported that the transitional member on the mayfield ultra base unit (a2101) would not go into handle and would not rotate. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation. Failure analysis: unit received had the base handle closed without the 6-inch transitional installed and deformed the hole. The base handle was resized due to the damage. The 6-inch transitional was replaced due to worn threads. The shock cushion ¼ inch pin, and adjustment wrench were replaced from being worn. Additionally, unit is beyond integra's 7 years recommended life cycle (manufactured in 2014). Root cause - complaint confirmed via inspection of the unit. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.